Manufacturer narrative:
Patient date of birth is unknown at this time device serial number, lot number, expiration date and UDI are unknown at this time in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-06336. It was reported that the patient experienced ineffective therapy. Imaging was taken and confirmed that the lead had migrated. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) to replace the lead. Note: it is unknown which lead is liable so both are being reported.